Event description:
Customer received instrument flags and one patient sample was running at the time of the first alarm. Erroneous results were generated. Initial sodium result was 69 mmol/l: initial potassium result was 1.29 mmol/l. Customer discovered the sipper tubing was disconnected from sipper nozzle. The sample was rerun after reattaching the sipper tubing, giving the following results: sodium 133 mmol per l and potassium 5.4 mmol/l. Initial results were not reported. Customer confirmed issue was resolved by maintenance and troubleshooting. Calibration and qc were within specification.